Event description:
It was reported that "poor conduction to air in the inflation line when inflating the cuff." There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Operator of device is unknown, no information has been provided to date. E1 initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device sample was received in used condition, in a plastic bag. During visual inspection no damage or other defects were detected on the sample. The sample was leak tested and the sample passed the test; it works as expected. The complaint could not be confirmed/replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint could not be confirmed/replicated.